Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patients thin anterior leaflet contributed to the reported single leaflet device attachment (slda), resulting in tissue damage. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thin anterior leaflets. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. A second cds was advanced to the left atrium. Prior to the second clip reaching the valve, it was observed that the first clip detached from the anterior leaflet but remained attached to the posterior leaflet (slda). Tissue damage was suspected. The second clip was deployed to stabilize the slda clip. The physician stated the slda could be due to thin leaflets, but this could not be confirmed. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.